Event description:
It was reported, catheter break in 10 cm with securacath fixation. During use. Additional information received on 5/23/2025: there was no patient harm and no medical intervention required. The patient received a course of folfox, an antineoplastic drug, the crack in the catheter was detected when the catheter was removed at the end of treatment, the patient did not report any discomfort during use of the catheter at any time and no signs were detected that would raise suspicion of a rupture. No additional medical intervention or medication necessary, and no harm to patient or user.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.